Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was severely worn. The grasping section was deformed and the tip of the grasping section and the probe were contacted with each other. The tip of the tissue pad was partially missing. There was scratch on the tip of the grasping section and the probe. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user activated output in the situation where the probe and the grasping section became contacted, due to the deformed grasping section. The deformation of the grasping section occurred because it was subjected to excessive load. The instruction manual of the device has already warned as follows; if a component becomes deformed, do not use it. Even if you can restore the original shape, the durability of the component has been diminished. Continued use may cause more severe equipment damage and/or make it impossible to remove the instrument from the trocar tube.

Event description:
During a laparoscopic colectomy, the subject device was used. In the procedure, the spark occurred from the tip of the subject device. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2017, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was severely worn and partially missing. It was reported that nothing fell inside the patient. This is the report regarding the severely worn tissue pad.